Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿functional outcome after primary hemiarthroplasty in three or four part proximal humerus fracture: a short term followup¿ by saurabh agarwal; ashish rana; and rajeev k. Sharma; published in the indian journal of orthopaedics 50 (6) 590-594, nov-dec 2016, was reviewed. The articles purpose was to study the functional outcome of hemiarthroplasty in comminuted proximal humerus fracture. There were 24 patients included in the study. All patients had hemiarthroplasty between april 2009 and december 2013 with the global advantage shoulder arthroplasty system (depuy). Mean follow-up was 18.28 months. There were no revisions in any case. In the study, no patient had severe pain. Three patients had moderate pain at the final follow-up, while 21 patients had zero to mild pain. No stiffness developed in any shoulder. Constant score was a 56.62 after mean follow-up of 18.28 months. Tuberosity migration was the main complication in the study and produced inferior results in the study. One patient had higher placement of prosthetic stem. One patient had radiolucency in cement mantle but was not progressive. There were no intraoperative complications.